Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: leakage of the infusion fluid was observed during the use of mz1000; when the hcp checked the product, a crack on mz1000 was found.

Manufacturer narrative:
H.6. Investigation summary: a mz1000 sample was received without packaging and with residual fluid in line for investigation. The lot number of the complaint sample was reported as unknown, and no connecting products were received to assist the investigation. The feedback provided by the customer indicates that leakage was observed during infusion from a crack in the maxzero product. A visual inspection of the returned sample revealed a small crack at the edge of the female luer adaptor. The returned sample was then subjected to pressure testing in order to replicate the customer's experience; leakage was observed from the crack to the female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: leakage of the infusion fluid was observed during the use of mz1000; when the hcp checked the product, a crack on mz1000 was found.